Manufacturer narrative:
UDI and catalog information are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a medication overdose due to loose pump cap resulting in emergency medical services activation and 3 day hospital stay. Patient discharged home on sunday (B)(6) 2022, after a 3 day stay in intensive care unit due to medication overdose. Patient woke up one morning to pump vibrating and alarming, picked up pump to assess situation and the black cap on top of the pump was loose. While handling trying to remedy situation patient accidentally pushed the cartridge syringe down onto the pushrod subsequently injecting an excessive amount into site. Patient immediately yanked out subcutaneous site and it bled but he could also see clear discharge of excess medication. Patient called 911 immediately, within 5 to 10 minutes started experiencing immediate uncontrolled diarrhea, vomiting, dizziness, hypotension. Emergency medical system arrived and was able to get patient into a wheelchair and by the time he got to the ambulance was beginning to lose consciousness. Blood pressure dropped to 40's and emergency medical system team placed defibrillator pads on patient and began coding him. They didn't shock him or begin compressions; patient did get epinephrine. Patient was brought to the hospital and was stabilized and after 12 hours was transferred to (B)(4) medical center and admitted into the intensive care unit. Patient is okay now, blood pressure still remains higher than usual, usually runs around systolic blood pressure 95 to 105, now is in the 130's systolic. Patient also had an episode of dizziness that is resolved. Additional information received on (B)(6) 2022, via email and attached to complaint object date of event unknown relevant tests laboratory data including dates unknown. It is unknown if the product issue caused or contributed to patient or clinical injury. The affected product is not being returned. The pump is currently not available as it is still in the patient's possession.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: analysis details: no product was returned however the pumps operators manual states if the pump is dropped, hit, or damaged it may not work properly. The pump would need to be returned for functional and delivery tests. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified.